Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Device was inserted and used, removed and cleaned and when trying to advance cutter back into nosecone after cleaning, cutter would not advance. Evaluation summary: the hawkone device was received for evaluation inside a biohazard zip-lock styled pouch. The hawkone device was removed from the pouch and inspected. Hawkone device was inserted the cutter driver. The cutter driver showed the power switch was in the off position. The distal assembly showed the flush tool was covering about half of the assembly. The flush tool was pulled back in order to inspect the distal assembly. Biological material was visible outside and inside the distal assembly. Deformation of the stainless steel coils was observed. The cutter head was advanced approximately 5mm from the cutter window. The thumb switch of the hawkone could not be advanced or retracted with the cutter driver not powered on. The cutter driver was powered on and it was able to retract successfully. The cutter was attempted to be advanced, however the cutter head would crash into the mouth of the distal assembly. Chipping around the rim of the cutter head was observed. The procedure notes were included with the received device. The procedure notes state the "turbohawk" was first advanced and then used for multiple passes. The "turbohawk" was removed and cleaned. Followed by multiple passes, and then removed. The procedure notes then indicate the it was used again for multiple passes and then removed. The procedure notes did not include any details regarding possible complications experience during use of the hawkone device. It should be noted the procedure notes indicate the correct model number (h1-lx), however the device is being referred to as a turbohawk instead of a hawkone device.